Event description:
The customer reported the system displayed communication errors. Errors of this type can result in a system lock up. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.